Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using four bd vacutainer® safety-lok¿ blood collection set, the customer obtained needle stick injury due to unfamiliarity with the device. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. However, the shipping inspection record of 466 lots from the product concerned (#367283) manufactured in from april 2024 to march 2025 was investigated and no abnormalities were found. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using four bd vacutainer® safety-lok¿ blood collection set, the customer obtained needle stick injury due to unfamiliarity with the device. There was no health impact or consequence reported. Reported verbatim: due to unfamiliarity with slbcs operation, needle pricking occurred.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Date received by manufacturer: 02-july-20245 b1: adverse event b2: other-dirty needlestick injury b5: describe event: it was reported that while using four bd vacutainer® safety-lok¿ blood collection set, the customer obtained needle stick injury due to unfamiliarity with the device. There was no health impact or consequence reported. Reported verbatim: due to unfamiliarity with slbcs operation, needle pricking occurred.

Event description:
It was reported that while using four bd vacutainer® safety-lok¿ blood collection set, the customer obtained needle stick injury due to unfamiliarity with the device. There was no health impact or consequence reported. Reported verbatim: due to unfamiliarity with slbcs operation, needle pricking occurred.